Event description:
It was reported that during a laparoscopic cholecystectomy, no clip advanced and the clips that followed began to scissor. Pulled a new device to complete the case. No pt consequence.